Event description:
It was reported that guidewire entanglement occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified middle superficial femoral artery. A peripheral rotawire and wireclip torquer and an opticross 18 were selected for use. During post ivus, the rotawire was kinked. Consequently, the ivus catheter spun and became kink with the wire. The wire and catheter were pulled together. The procedure was completed with another of the same device. No patient complications were reported.